Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the tip of the electrode was blocked and would not come out. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix bent.